Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alert/battery failed alarm or battery related alarms/alerts recorded in the formatted history file on the event date. Please see below for pump error(s)/ alarm(s) noted 1 week prior to the event date of 31-oct-2024 in the formatted history file. Lost sensor 1 alert (780) was found on (B)(6) 2024 23:42:00.000 & (B)(6) 2024 08:40:00.000. Sensor expired alert (794) was found on (B)(6) 2024 20:51:24.000. Lost sensor 2 alert (781) was found on 10/28/2024 08:56:00.000. Sg calibration error (776) was found on (B)(6) 2024 21:34:09.000. The pump was programmed with a test guardian link (2) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 13:19:58.000, (B)(6) 2024 21:48:18.000, (B)(6) 2024 09:56:24.000 to 10/27/2024 09:59:01.000, (B)(6) 2024 10:00:12.000 to 10/27/2024 10:02:04.000, (B)(6) 2024 11:08:46.000 to 10/27/2024 11:09:01.000, (B)(6) 2024 14:05:50.000 to 10/27/2024 14:07:58.000, (B)(6) 2024 17:09:00.000 to 10/29/2024 17:23:54.000 & (B)(6) 2024 17:56:22.000. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No delivery alarm/insulin flow blocked alarm during bolus/basal delivery. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump rejected new room temperature batteries about every 3 changes. The customer reported, no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer would continue to use of the device. No product return is required for mmt-1780kpk.